Event description:
It was reported by service report that the scale was not weighing properly and the foot end hi-lo motor had a slight drift. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results - load cell; failed nut in lift motor.